Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no significant anomalies, ins functionally okay. Analysis of the lead, model 3889-28, found no significant anomalies, lead body cut through, segmented.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va101x3, implanted: (B)(6) 2015, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient was not having good luck of helping them and since implant on (B)(6) 2015 it only helped a tiny bit. The patient felt stimulation and had been keeping a voiding diary. Symptom control was 50 percent or better and the patient had been going every 10 to 15 minutes and was now going every 20 to 30 minutes. The patient already went back to see hcp once and met with the nurse. The patient was seen on (B)(6) 2015 for their first post-operative appointment and no complications were noted. The patient had no current symptoms. The patient did well for the first few days and was voiding every hour. Over the last few days prior to the appointment, the patient's frequency had increased to every 30 to 45 minutes. The patient had some dysuria and acute cystitis and the hcp obtained a urine sample. The nurse checked and everything was programmed correctly. The patient was taught about the remote. The patient did not have the controller and implant synced in the or and had been unable to increase the amplitude beyond 1.0v and was frustrated. Small changes were made to the amplitude limits, the cycling pattern, and time on and off on all 4 programs. The sync was completed. The patient agreed to rotate between all 4 programs over the next month. The cause of the lack of therapeutic effect was determined to be that the patient was still trying their first 4 programs and the limits were set at only 1.0v and this was corrected. The patient would have an appointment on (B)(6) 2015 and would talk to the hcp and manufacturer representative to see if they wanted to let them keep program 4 and then give them 3 more programs since those 3 didn't work. The patient was on program 4 at 1.2v and if they went higher it was uncomfortable. The patient's system was explanted and returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.